Event description:
Information was received from a consumer regarding a patient who was receiving morphine via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and non-malignant pain. It was reported that the pump failed and the patient experienced ten days of withdrawal in 2000. The patient had "typical opiate withdrawals" (freezing, burning up, and shaking) with a sudden onset. It was stated that there was a burnt rubber smell in the morning to that night. The next morning the patient experienced bad convulsions, and the patient went to the emergency room due to convulsing in bed early in the morning, at 4am. The patient got to the hospital and was administered oral morphine at around 9-10am. It was noted that there was supposed to be a protocol at the hospital for pumps, but the patient got it worked out and the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.